Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer loaded cold insulin, overfilled the cartridge, and was not performing the air removal step. Additionally, the customer reported using u-200 insulin. Tandem technical support informed customer that this is off label per the user guide. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 129 mg/dl.